Event description:
Note: this report pertains to the second of two resolution 360 clip used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used for polypectomy in the colon during a colonoscopy procedure. The exact procedure date was unknown. During the procedure, the tech and physician had difficulty getting the clip to separate from the catheter after deployment. The device had to be shaken and applied pressure on to break the connection. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.